Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the pain symptoms return when the system shuts off. The patient wanted surgical intervention to replace the ins. The surgery for replacement was not scheduled at this time and the patient was instructed to speak to their healthcare provider (hcp). No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported the ins turns on and off by itself. When the ins turns off, patient symptoms return. The patient believes this was due to electromagnetic interference (emi). A rep met with the patient on (B)(6) 2017 to look at the system. Impedances were checked, and all were within normal range. The patient described to the rep how the ins turns on and off byitself. Reprogramming was attempted and the healthcare professional (hcp) was notified. The issue was not resolved at the time of this report, but surgical intervention was planned. No further complications were reported.